Manufacturer narrative:
Sections a throgh f completed by the manufacturer's reporting site. Evaluation summary report: two (200) hundred customer samples from lot#7l356 were evaluated by visual inspection for breakage. The evaluation yielded one defect. Wall and glaze measurements of the broken tube met specifications. The device history records were reviewed and written notations indicated chipped or broken glass during the processing of this lot. The tubes were 100% inspected and broken tubes were discarded.

Event description:
Customer claims breakage of tubes around the cap area while tubes were in the centrifuge and also while being handled by the nurse, resulting in stitches.